Manufacturer narrative:
The device is expected to be returned for testing. It has not been received.

Event description:
The event involved a microclave neutral connector that leaked. It was reported that morphine and versed drips were leaking on extracorporeal membrane oxygenation patient. The patient woke up and movement caused bleeding at central line site. There was report of an increase in patient monitoring and additional pain medication was given as well as an unspecified intervention. No additional details were provided.

Manufacturer narrative:
One (1) used, list # b3300, microclave® neutral connector, lot # unknown and one (1) used, administration set w/ 0.2 micron filter; manufacturer - unknown was returned for testing an evaluation. The microclave connector was returned attached to the female luer of a non-ICU medical pressure pump monitoring set. When pressure leak tested, there was leakage at the connection between the female luer of the non-ICU medical pressure pump monitoring set and the male luer of the microclave connector. Subsequent observation and testing showed that there were female luer surface irregularities with the non-ICU medical pressure pump monitoring set that would result in channel leakage. This was confirmed with an iso luer gauge that was inserted into the female luer and pressure tested resulting in channel leakage. The used microclave connector when tested independent of the female luer of non-ICU medical pressure pump monitoring set did not leak. A device history review (DHR) lot review was not conducted because no lot number was identified.